Manufacturer narrative:
(B)(4). The investigations found: for 4 of the events: the investigation did not identify a product problem. The cause of the event could not be determined. For 2 of the events: the issue was determined to be caused by the sample probe. For 1 of the events: the issue was determined to be caused by a dirty ultrasonic mixer (usm) cover. For 3 of the events: the investigation is ongoing. For 1 of the events: the field service representative determined there was contamination. For 1 of the events: the investigation determined the event was due to an issue with a valve. The follow up/corrective actions were: for 1 of the events: the customer replaced the reaction cells. The field service representative checked multiple components but could not find a root cause. For 1 of the events: the sample probe was replaced. For 1 of the events: the valve was replaced. For 1 of the events: the field service representative removed the rinse mechanism, flushed all the nozzles, and replaced the probes. For 1 of the events: the field service representative adjusted the ultrasonic mixer (usm) cover. For 1 of the events: the field service representative checked the rinse station and the amount of water volume during aspiration purge. All checks were fine. For 1 of the events: the sample mechanism was aligned, the sample probe up/down spring movement was corrected. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>12</noe> malfunction events. Erroneous low results were generated by the cobas c501 analyzer. The events involved a total of 23 patients with the following: 1- altl alanine aminotransferase, 1-ua2 uric acid ver.2, 1-ureal urea/bun, 3-crpl3 c-reactive protein gen.3, 10-ca2 calcium gen.2, 1- tp2 total protein gen.2, 2-crep2 creatinine plus ver.2, 1-vanc3 vancomycin, 1-dbili direct bilirubin, 1-tpuc3 total protein urine/csf gen.3, 1-aceta acetaminophen2. The known patients' ages ranged from 35 to 79 years. There known patients' genders were 3 females and 4 males.

Manufacturer narrative:
For one of the pending events, the investigation determined the issue was resolved by the service actions. The field service representative adjusted the rinse volumes and reset the rinse tubing. For one other of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue was excluded based on calibration and qc data. The field service representative replaced the sample probes. For the third pending event, the investigation determined the issue was due to contamination of the sample probe caused by insufficient sample preparation. The sample probe was replaced.